Manufacturer narrative:
(B)(4). Additional concomitant medical products: tibial component precoat size 4, cat#: 00588000400 lot#: 62038289; articular surface with hinge post extension screw, cat#: 00588005014 lot#: 61551939; prc agmt block dist sz e 5mm, cat#: 00599003510 lot#: 61994348; prc agmt block dist sz e 5mm, cat#: 00599003510 lot#: 61906886; prc agmt block post sz e 10mm, cat#: 00599003502 lot#: 61334348; stem extension straight long, cat#: 00598801115 lot#: 61493521; stem extension straight, cat#: 00598801015 lot#: 61655083; headed screw 48 mm length, cat#: 00598304048 lot#: 61976084; headed screw 48 mm length single use only, cat#: 00579104100 lot#: 61753058; headed screw 48 mm length single use only, cat#: 00579104100 lot#: 61758996; headed screw 27 mm length single use only, cat#: 00579104300 lot#: 61965477; headed screw 27 mm length single use only, cat#: 00579104300 lot#: 61976105; large tibial cone burr, cat#: 00545201333 lot#: 61890183; trabecular metal tibial cone, cat#: 00545001356 lot#: 61814179; trabecular metal femoral diaphyseal cone, cat#: 00545001831 lot#: 61814175. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address pain and issues regarding the femoral component. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of photographs. DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that the patient was revised due to pain and tumour in the femur. Therefore, the root cause of the reported event is attributed to patient condition.